Event description:
The customer reported the clinician noted the product was leaking when flushing. They stated it was leaking around the purple connector. There was no patient injury reported. Per additional information provided by the customer on (B)(6) 2023, she received two pictures of the broken tube and the images did show a buildup of tube feeding as well as hemostat marks. She believes the tube had to be removed from the patient and a PICC placed for tpn due to poor patient health but has not been able to confirm.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on june 10, 2022. There were no photos or physical samples received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a corrective and preventative action has been initiated to address the reported condition. This complaint will be used for tracking and trending purposes.